Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the act button is unresponsive.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.